Manufacturer narrative:
Concomitant medical product: product ID: ddmb1d1, ICD, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a remote transmission showed far field r-wave (ffrw) oversensing on the atrial lead. The lead remains in use. No patient complications have been reported as a result of this event.